Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received twenty-three shocks while moving some heavy shelves. The patient went to the hospital and initial interrogation revealed that the patient was in some type of atrial flutter with a ventricular rate around 135 bpm. The episodes were printed and sent to boston scientific technical services (ts) and a consultant confirmed that the shocks were inappropriate due to t-wave oversensing. It was determined the s-ICD is currently programmed in the alternate vector. The ts consultant reviewed the surface electrograms and discussed that the primary vector may be a better choice for this patient. No adverse patient effects were reported. The field representative discussed the information with the physician. The s-ICD was reprogrammed to the primary vector as it provided better sensing and did a hallway walk to get the patient's heart rate up to confirm proper sensing. No adverse patient effects were reported. The s-ICD remains implanted and in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the t-wave oversensing continued to be an ongoing issue with this patient. As a result, the s-ICD was explanted and successfully replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The seal plug was undamaged and the set screw moved freely in both directions. Microscopic visual analysis of the electrode port noted no anomalies. A test electrode was inserted into the port; the electrode could be fully inserted without issue. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.